Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w: 4.11 e. Pump was received with failed battery test alarm after battery changed due to corroded battery tube. No blank display noted during testing.

Event description:
Medtronic received information that failed batt test, blank display occurred. There was no adverse impact or consequence reported as a result of this event.